Manufacturer narrative:
Covidien reference: (B)(4). The field service engineer (fse) evaluated the ventilator and did not duplicate the alleged malfunction. The unit passed extended self-testing.

Event description:
The customer reported that, during patient use, an 840 ventilator was not delivering set tidal volumes. The patient was removed from the ventilator. There was no harm to the patient.